Event description:
It was reported to nova biomedical that a consumer received a result of 193 mg/dl on their blood glucose meter. The consumer immediately tested again using the same meter and test strips getting a result of 80 mg/dl. The consumer experienced a hypoglycemic event requiring medical intervention. The consumer was transported to the hospital treated with an IV and released. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer did not have any control solution for testing his test strips while on the phone to customer support. The customer was educated on these directions for use at the time of call. The meter will be returned for eval, the test strips were discarded by the consumer.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.